Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that their customer's device needed service. Upon receipt, physio-control observed that the device had a service wrench icon in its readiness display. The device had logged multiple event codes into its memory and would not recognize a shockable rhythm. The device would therefore not provide a defibrillation shock if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to process residue at legs 3 and 4 of capacitor, designator c156 on the analog pcb assembly. This caused the voltage to become shorted which caused the device to not detect a shockable rhythm.

Event description:
The distributor contacted physio-control to report that their customer's device needed service. Upon receipt, physio-control observed that the device had a service wrench icon in its readiness display. The device had logged multiple event codes into its memory and would not recognize a shockable rhythm. The device would therefore not provide a defibrillation shock if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to process residue at legs 3 and 4 of capacitor, designator c156 on the analog pcb assembly. This caused the voltage to become shorted which caused the device to not detect a shockable rhythm.

Event description:
The distributor contacted physio-control to report that their customer's device needed service. Upon receipt, physio-control observed that the device had a service wrench icon in its readiness display. The device had logged multiple event codes into its memory and would not recognize a shockable rhythm. The device would therefore not provide a defibrillation shock if needed. There was no patient use associated with the reported event.